Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: "residual insulin remaining in the cartridge (unusable)". Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 272 mg/dl. Reportedly, the infusion set site was changed to address the issue. Additionally, the customer filled cartridges with the residual insulin from previously used cartridges. Tandem technical support educated customer regarding cartridge/insulin labeling.